Manufacturer narrative:
The defective device was not returned for evaluation. A photograph of the damaged device was provided by the customer and reviewed. From the photograph it could be determined that the catheter was kinked, flattened, and stretched at each break. The complaint was confirmed. The root cause is attributed to stress placed on the catheter that exceeded the tensile strength. The device history record was reviewed and no related exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. If the device is returned in the future, this investigation will be reopened and a follow up submitted. This complaint is associated with a voluntary report submitted by the user (mw5055590).

Manufacturer narrative:
The device has not yet returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that while removing the catheter from the patient, the catheter shaft broke into three pieces. The breaks occurred outside the patient's body. The physician was able to remove the pieces using hemostats. The procedure was completed with a new catheter. No patient harm or injury was reported.